Event description:
It was reported that the item is damaged. There was a delay of 5 minutes.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that the item is damaged. There was a delay of 5 minutes.

Manufacturer narrative:
An event regarding damage involving a triathlon resection guide was reported. The event was confirmed. Material analysis performed and indicated that no material or manufacturing defects were observed during this visual analysis. Medical records not provided for review. Event is not patient related. Device history review indicates the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicates there have been no similar events for the reported lot ID. The investigation concluded that the blade guide damage observed on the reported device is from contact with a cutting device. No other damage to the returned components was observed during this examination. No material or manufacturing defects were observed during this visual analysis.